Event description:
Surgeon revised patient's right hip due to trunniosis.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An event regarding altr involving an unknown stem was reported. The event was not confirmed. Method and results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Not returned to the manufacturer